Event description:
It was reported that when an asymptomatic patient presented at the clinic during follow up, post-paced t-wave oversensing was observed. The oversensing was noted on the stored egms. Programming changes were recommended and made. The patient is being monitored remotely. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.